Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons. This report is made based on results of investigation completed on 01/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: evaluation revealed there was no physical damage to the keypad. All buttons respond appropriately. The keypad was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.